Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which led to peritonitis manifested by cloudy effluent. The break in aseptic technique was further described as the patient did not wash their hands during pd therapy. The patient was not hospitalized for the event. On the same day as the onset, the patient began treatment with fortum and reflin (1 gram once per day) and vancomycin (1 gram every fifth day) intraperitoneally for peritonitis. At the time of this report, the antibiotic treatments were still ongoing and the patient was recovering from peritonitis. Pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.